Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that transmitter does not blink when connected to sensor. The customer was advised to replaced the sensor and check for bent damaged. The customer stated that the sensor was damaged. The customer stated that the first sensor he insert before this one bled the around the adhesive patch so it not connect. The customer was advised to change sensor. The customer was advised that we sending 2 sensor replacement.